Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the powerseal 5mm was connected to an esg-410 and attempted to output, but there was no response. The procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by an electrical/electronic component failure of this device. The cause of component failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.